Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter rx coronary balloon catheter, deflation difficulties were encountered on the first inflation. The balloon was being used to post-dilate a deployed stent. The balloon could not be withdrawn under negative pressure. No inflation difficulties were noted on the device. Two inflations were performed. A pressure of 8 atm was applied for each inflation. The balloon was slow to deflate after the first inflation and then the second inflation was performed and again the balloon was slow to deflate. The balloon had taken 10 minutes to be deflated. The balloon was allowed to deflate and then the balloon was slowly and carefully pulled out of the patient with no difficulties encountered. The balloon did not completely deflate. The device was not moved or repositioned while inflated. Further dilation was performed with another medtronic balloon on the narrowed area at the junction of the two medtronic stents in the mid-section of the right coronary artery with no issues noted. The two medtronic stents had been successfully deployed previously on the procedure. The lesion was moderately calcified and moderately tortuous in the rca. The device was replaced and the procedure was continued. It was not difficult to remove the protective sheath/stylette. A ratio 2:1 was used of the saline solution and contrast agent. The device was inspected before use with no issues noted. Resistance was not noted while advancing the device to the lesion. There was no injury to the patient as a result of the event. No intervention was required to remove the device from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.